Event description:
Pt experienced wound dehiscence, erythema and drainage following an acute achilles tendon repair with orthadapt augmentation. A skin flap failed and the wound did not close; the graft was subsequently removed. The native tissue was reported to be healed.

Manufacturer narrative:
Additional attempts were made to obtain case information (including manufacturing lot of the device); however, these attempts were unsuccessful. Additionally, the product was not returned to the manufacturer for evaluation; lot number is unk. The case assessment based on the provided information identified the likely cause of the event to be wound complications; a link between the reported event and the graft was not identified during the case assessment. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.